Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR report: 1627487-2019-06564. Reference MFR report: 1627487-2019-06570.

Manufacturer narrative:
The event date (B)(6) 2015 is the best estimate of when the explant took place. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-06564, reference MFR report: 1627487-2019-06570. It was reported that patient experienced uncomfortable stimulation. Attempts to reprogram the patient were unsuccessful. As result patient underwent surgical intervention on (B)(6) 2015, wherein the leads and the ipg were explanted.